Manufacturer narrative:
The investigation is in progress. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to manufacture acceptance criteria. A root cause has not been identified. (B)(4).

Event description:
A customer reported dull knives were observed during multiple procedures. All samples were discarded in the hospital. There was no harm or injury to the patients. Additional information has been requested.